Event description:
Discordant chloride results were obtained on three emergency room patient samples on an advia 1200 instrument. The discordant chloride results were not reported to the physician(s). The samples were repeated and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the customer site for instrument evaluation. The cse checked the ion selective electrode (ise) stirrer, ise buffer dispense, and cleaned the salt precipitate from the ise module. The customer replaced the sodium electrode, ran system calibration and successfully ran qc. The cause of the discordant chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.